Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload had protruding staples along entire length of cartridge. Due to the noted condition no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur by loading the reload onto an instrument, clamping up, and impacting the reload against a hard surface, anvil side down. This causes the staples to overcome their retention forces and move out of the staple pockets. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endo surgery, the stapler was not able to fire. They changed to a new product to complete the case. There was no patient injury.